Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter was biomedical engineer. Getinge became aware of an issue with one of surgical lights - powerled. As it was stated the bumper felt off in the patient area before the operation was started. According to the information provided by getinge technician no one was hurt. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of event reoccurence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered before the operation. The fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason, maquet sas recommends to secure the bumpers with screws as specified in the technical manual for every single fork configuration. To prevent any similar incident maquet sas recommends: to avoid collision. To check the correct positioning of the cover after maintenance or cleaning. To secure the bumpers with screws. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 16th july, 2024 getinge became aware of an issue with one of surgical lights - powerled. As it was stated the bumper felt off in the patient area before the operation was started. According to the information provided by getinge technician no one was hurt. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination in case of event reoccurence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.